Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the 24g IV valve was inserted into the patient¿s arm for a zometa infusion. The IV was leaking at the hub of the medical device. Although the IV was in the vein, it was leaking due to a hole or defect at the hub. The leak appeared to be where the hub meets the plastic cannula at the beginning of the cannula (not the end). The IV was removed, and a new IV had to be started due to this defect. As a result, the patient required an additional IV poke. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A leak was found. There was evidence of a tear in the catheter tubing within the catheter hub nose. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.